Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye. Lens was removed due to excessive vaulting and high iop. There was shallowing of the angle. The incision was not widened to remove the lens and no suture was used. Lens was exchanged for a shorter lens. See MFR's 2023826-2011-00593 for right eye.

Manufacturer narrative:
(B)(4). Eval: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).